Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump could not turn on. The blood glucose levels were not provided. The customer stated that the insulin pump was exposed to moisture. There was fluid in the battery compartment. Troubleshooting was provided. Nothing was fixed. The insulin pump will return for analysis.

Manufacturer narrative:
(B)(4). Exposed to moisture not found during testing. Insulin pump passed the displacement test and the self test.